Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that when she laid on her back she got ¿shocks¿ happening from where her ins is in her back to her legs. The patient noted that it was not a good shock. The patient reported that it felt like sticking her finger in a socket. The patient reported that the shocks started at least 3 weeks ago, but the day of the report was the worst. The patient also reported that it hurts at the implant site. The patient reported that she didn¿t have any falls or traumas. Additional information was received from the patient via a manufacturer¿s representative (rep) on 2019-01-25. The rep reported that the patient was seen in the clinic on the day of the report because of shocking/jolting sensation at her pocket site and when she laid flat on her back. The rep reported that the patient also noticed a recent increase in recharging need. The patient was unable to turn stimulation up to where she typically needed it due to jolting. The rep reported that the patient admitted to at least one fall but couldn¿t recall how long ago and when. The rep ran impedances and showed entire 0-7 lead was greater than 10,000 ohms. The rep programmed the 8-15 lead which only achieved left sided stimulation and the patient needed bilateral stimulation. The rep reported that the patient would be scheduled for a lead and battery replacement. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Product analysis #(B)(6):analysis information -- 2019-07-22 13:35:03 cst pli# 30 product ID# 97713. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2014, explanted: (B)(6) 2019, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type lead. H3: analysis of the ins (serial # (B)(6)) found insignificant anomalies, as the ins was functionally okay. H6: additional review indicated conclusion code 11, method code 4118, and results code 3233 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type; lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Analysis results were no available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.